Event description:
On or about 2/4/92 a patient at our hopewell health center in sumter, sc, was placed on a commode elevator. Apparently the patient leaned forward and the front leg of the elevator gave way. The patient fell to the floor and sustained a fractured hip. The patient was subsequently operated on to repair the hip. At this time the ability of the patient to fully recover has not been determined but some impairment is likelydevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.